Event description:
It was reported that shortly after system implant, it was found that the atrial lead had become dislodged and was "free floating." It was also reported that the right ventricular [rv] lead was found to have pulled back. Additionally, the rv lead had poor capture and low r waves. The atrial and rv leads were revised; however, one day post revision adequate measurements were seen while the patient was sitting, but when lying down, the atrial lead threshold measurements went from .5 to no capture at maximum output and the r wave measurements decreased. The atrial and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2012. (B)(4).